Manufacturer narrative:
The insulin pump passed displacement and failed self test. The insulin pump was received with no audio and beeping alarms and tones due to broken black wire. The insulin pump was received with no vibrate due to broken black wire at the vibrator motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose value was 103mg/dl. Customer was assisted in performing a self test. Pump did not vibrate during the vibrate test. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.